Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. After review of the reportable complaints for concerto and basic a limited number of cases when the stretcher tilting mechanism was not closed properly and the patient fell were found. Comparing to the total number of about (B)(4) devices sold since 1999 the complaint ratio is considered to be very low. From the device description submitted by an arjohuntleigh technician it can be assumed that it was worn but performing as intended, no malfunction was found, except worn mattress - which indicates the system was not to specification, however this would not have an influence on the event. We have also not been able to find any contributing manufacturing anomalies. The concerto shower trolley was used for the patient care at the time of the event and in that way contributed to the event. It has been reported that during the transfer from bed to trolley, the stretcher was not properly closed with the safety hook. As a result, the support surface folded on its side and the patient fell on the floor and suffered serious injury: hip fracture. The text below is taken from the instruction for use (4.ba.03/2 int gb from june 1998) which was delivered with the device: "warning! Make sure that the catch has locked the stretcher after putting it back in place." As became apparent from the interview with the facility representative, the last training of the staff scoping secure handling of the device is dated on 2011. These indications lead to the conclusion that the most probable root cause of the incident was the user error. From this evaluation it would appear most likely that the event was caused by the user not following the IFU and neglecting closing of the tilting mechanism. We find this complaint to be reportable to the competent authorities as the serious injury took place.

Event description:
It was reported by an arjohuntleigh representative that during the transfer from bed to the trolley, the stretcher was not closed properly with the safety hook. The stretcher tilted sideways and the patient fell down on the floor. The device condition and functionality was checked by the service technician visiting the customer site after the incident, who found the device worn but regularly used and working properly.